Event description:
Brush head was wobbly/loose in my mouth-oral-b/power oral care refills [device connection issue]. Case narrative: consumer stated via phone that consumer toothbrush head is wobbly/loose in the mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head was wobbly/loose in my mouth-oral-b/power oral care refills [device connection issue] . Case narrative: consumer stated via phone that consumer toothbrush head is wobbly/loose in the mouth. No injury was reported. Follow-up: oral brchg toothbrush handle added as co-suspect product.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head was wobbly/loose in my mouth-oral-b/power oral care refills [device connection issue]. Case narrative: consumer stated via phone that consumer toothbrush head is wobbly/loose in the mouth. No injury was reported. Follow-up: oralbrchgtoothbrushhandle added as co-suspect product. Follow-up: batch lot number updated.

Manufacturer narrative:
Product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Brush head was wobbly/loose in my mouth-oral-b/power oral care refills [device connection issue] case narrative: consumer stated via phone that consumer toothbrush head is wobbly/loose in the mouth. No injury was reported. Follow-up: oralbrchgtoothbrushhandle added as co-suspect product. Follow-up: batch lot number updated. Follow-up: product return was received and evaluated. No failure could be identified.